Event description:
It was reported that during interrogation noise was observed on rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 9.0-9.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.